Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 30mmol/l, with extreme drowsiness, and nausea, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the basal rate had been changed by the patient¿s healthcare provider. The basal delivery totals in total daily dose did not match due to the basal edit screen and prime menu being accessed. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. It was also revealed the patient did not change the infusion set, prime the tubing, or fill the cannula per the instructions for use. The patient also has a vision issue and cannot read small print. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.